Manufacturer narrative:
The field experience was confirmed. A longevity calculation was performed and the battery was found to be outside normal limits. The device current draw and internal voltage measurements were found to be normal. The device was placed in temperature and humidity testing. However, a high current draw could not be induced. The battery was sent to its manufacture for analysis, no anomalies were found. The cause of the premature battery depletion r remains undetermined.

Manufacturer narrative:
No medwatch form was received.

Event description:
The device was explanted due to an early battery depletion.